Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced infection at abutment site (date not reported). Additional information was requested but has not been made available as of the date of this report.